Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be in good physical condition but was missing a tamper seal. There was evidence of system fault 44,510 in the event log. The reported problem was unable to be replicated. However, it was found in the event log that the pump was run until it powered off. It could be seen that the customer used it several times after the error code. There were two instances of the 44150 error code and both were at a loss of power instance (pump was in use with battery power at this time). This issue could not be repeated when the pump was on good batteries or on ac power.

Event description:
Information was received indicating that a smiths medical cadd-solis pump was presenting with error code "46440". There was no patient present at the time of the event. There was no reported adverse events.